Manufacturer narrative:
It was also reported that the radiesse had been mixed with lidocaine (amount not specified) prior to injection. The radiesse and xeomin device history records were reviewed. All required testing specs for the lot were met prior to release and there were no abnormalities noted. Glabella injection with radiesse dermal filler is an off-label use.

Event description:
On (B)(4) 2012, (B)(6) (nurse practitioner) reported that pt was injected on (B)(6) 2012, with xeomin (first) and radiesse. Eighteen units of xeomin to the glabella and 20 units to crows feet. The pt was also injected to the glabella (left line) with 0.2 cc radiesse, with the remained of the 1.5 cc syringe was used in the nl folds and jawline. (B)(6) noticed she hit a vessel in the glabella as the radiesse was being injected, backed off the injection, and immediately applied pressure. The pt was informed there may be add'l bruising. The following day ((B)(6)) the pt's forehead, bridge of nose and upper eyelids swelled noticeably. There was also a bluish discoloration. The pt sent photos to (B)(6) for eval, but not seen until (B)(6) 2012. The areas which appeared bluish in the photos now appeared to have a brownish appearance, is if the skin was sloughing. Another photo sent by the pt on (B)(6) showed that the area appeared much better. There is no confirmed necrosis at this time. On (B)(6) 2012, (B)(6) reported that the pt went to a plastic surgeon ((B)(6)) for treatment of the scarring due to necrosis by silicone tape and flaxil laser treatments in one month.